Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was hospitalize due to high blood glucose. The customer's blood glucose level was 436 mg/dl. The customer blood pressure went up real high causing her blood sugar to go high and she wound up becoming disoriented. The customer was admitted to (B)(6) community hospital for one day. The customer did not know what if anything led up to this issue but she is wondering if it might be her insulin pump. The customer reported also the no delivery alarm on the insulin pump. The troubleshooting was performed. There have just been so many no delivery alarms it may indicate time to replace the insulin pump rather than try other infusion sets at this time. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back up plan per healthcare provider instructions.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.